Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing the black o ring/seal in reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment became detached from the insulin pump. Customer's blood glucose was 346 mg/dl. Customer stated the ring that held the reservoir compartment together was missing from the insulin pump. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.